Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that the patient was admitted to the hospital on (B)(6) 2011 after a trip and fall accident at home. The patient stated that he had a low-grade fever (temperature in the 100s degrees fahrenheit) and non-productive cough. Blood cultures obtained on (B)(6) 2011 were positive for vancomycin resistant enterococcus faecalis. The blood cultures remained positive on (B)(6) 2011 despite the administration of daptomycin (8 mg per kg). The patient was discharged on (B)(6) 2011. On (B)(6) 2011 blood cultures clear. The event was considered resolved on (B)(6) 2011. The primary investigator believed the event was related to the patient's condition and unrelated to the device. No further information was provided.

Manufacturer narrative:
The hvad pump ((B)(4)) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against pump ((B)(4)); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. The medical team stated that they did not believe the reported event to be related to the device. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.